Manufacturer narrative:
(B)(4). This incident was determined to be due to use error, the patient had the connector line lower than the heater bag. The patients are instructed to reprime the patient line if the fluid level is not near the connector. The fluid level is to be at or near the connector at the end of the disposable set patient line before connecting the disposable set to the patient. A labeling review found the labeling to be adequate for the use/use error identified in this incident. Baxter had conducted a trend review and found similar reports had been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding needing assistance with repriming the patient line; which occurred on the homechoice device during use, during prime. The baxter technical service representative assisted the home patient (hp) with repriming the patient line as requested. The solution overflowed from the patient line a bit. The hp then connected and started therapy. The homechoice device was operational. On (B)(6) 2011, baxter (B)(4) contacted the patient regarding the over prime, and the patient stated that during prime the patient line was lower than the machine itself. The patient stated that this caused the patient line to over flow more.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.